Event description:
During an implant procedure, it was noted that the stylet could not be removed from the left ventricular (lv) lead, thus causing damage to the lead. The lead was explanted and replaced, and there was a clinically significant increase in the duration of the surgical procedure. The patient was stable with no adverse consequences.

Manufacturer narrative:
No conclusion code available. As received, a complete lead was returned in two pieces with the stylet stuck inside the lead. Visual inspection of the lead revealed stripped coating from the stylet was found bunched at the distal end of the connector which would have led to difficulty removing the guidewire/stylet. The connector pin and cap were pulled from the connector assembly which resulted in a stretched inner coil. Electrical testing of the lead was performed and no anomalies were noted. The issue regarding the stripped stylet coating is under further investigation with abbott.